Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to cut off lung tissue during a thoracoscopic right upper lobectomy, the surgeon was unable to squeeze the handle but was able to press the green button. The grip could not continue to fire, and the front part of the nail was exposed. They replaced the reload and it was fired without issue. There was no patient injury.